Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap donor nephrectomy the surgeon attempted to fire the stapler transecting the renal artery with scalpel however staples did not deploy. Replaced reload and staples did not deploy again. Opened new handle and staples deployed correctly. There was no patient injury. There was user involvement but no user injury. There was no delay over 30 minutes. There was blood loss of 1700cc.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two ta30-v3s staplers . One instrument was received loaded with a 2.5mm sulu which contained a full complement of staples. The other instrument was not loaded with a sulu. A pmv sulu was used for the instrument that did not have a sulu for functional testing. The instruments and sulus were applied to test media with appropriate staple formation. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.